Event description:
Customer reported a pod that she did not feel was delivering insulin. Customer stated, she placed the pod before bed and when she woke up her bg was 446 with no alarm or indication there was an occlusion.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.